Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and sciatica. Concurrent conditions included allergic reaction to antibiotics, sulfonamide allergy, asthma, bursitis, pain in hip, fibromyalgia, heart murmur, hives, rash, myalgia, hip impingement syndrome, lumbar disc disease, seasonal allergy, sleep apnea, spinal stenosis, chronic cervicitis, adenomyosis, paratubal cyst and endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain and abdominal pain upper had resolved and the menorrhagia, vaginal haemorrhage, depression, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain upper, alopecia, depression, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2008. Current weight 180 lbs. Insertion detail-coils: right tube 6 coils and left tube 5 coil. Discrepancy noted in essure confirmation test date. (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and sciatica. Concurrent conditions included allergic reaction to antibiotics, sulfonamide allergy, asthma, bursitis, pain in hip, fibromyalgia, heart murmur, hives, rash, myalgia, hip impingement syndrome, lumbar disc disease, seasonal allergy, sleep apnea, spinal stenosis, chronic cervicitis, adenomyosis, paratubal cyst and endometriosis. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain and abdominal pain upper had resolved and the menorrhagia, vaginal haemorrhage, depression, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain upper, alopecia, depression, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in essure insertion date- (B)(6) 2008. Current weight 180 lbs. Insertion detail-coils: right tube 6 coils and left tube 5 coil. Discrepancy noted in essure confirmation test date.09-oct2-018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, hair loss, weight gain, vaginal pain, stomach pain. Reporter information, medical history, events onset date, event outcome, weight, height, lab data were added. Essure insertion date were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ talked abt taking the device out becoz it causing me pain.') And device dislocation ('she said the device was migrating') in an adult female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and sciatica. Concurrent conditions included allergic reaction to antibiotics, sulfonamide allergy, asthma, bursitis, pain in hip, fibromyalgia, heart murmur, hives, rash, myalgia, hip impingement syndrome, lumbar disc disease, seasonal allergy, sleep apnea, spinal stenosis, chronic cervicitis, adenomyosis, paratubal cyst and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera)3-jun-2008 to september 2008. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain and abdominal pain upper had resolved and the device dislocation, menorrhagia, vaginal haemorrhage, depression, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain upper, alopecia, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in essure insertion date- jan-2008 and 09-jul-2008. Current weight 180 lbs. Insertion detail-coils: right tube 6 coils and left tube 5 coil. Discrepancy noted in essure confirmation test date.(B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received- new event she said the device was migrating were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.